Manufacturer narrative:
Batch review performed on 14 december 2017. (B)(4). Visual inspection performed by r&d product manager: during the analysis it is evaluated that the terminal for cup impactor is blocked inside the cup. We have used a screwdriver reference 01.15.10.0166 to dislocate the terminal. Looking at the surfaces it is clear that the balinit-c coating of terminal is scratched and also on the cup there are some scratches. The breakage of the balinit-c coating could create the block of the terminal inside the cup.

Event description:
Terminal cup impactor remained stuck into the cup. A new cup was implanted using the straight impactor.